Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging bad sense of taste, dizziness, cough, ringing in ear, drainage in throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to bad sense of taste, dizziness, cough, ringing in ear, drainage in throat related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated externally and internally dust/dirt around the air inlet and iso port and grey film on the top enclosure,front panel,bottom enclosure and rear panel,also water ingress found in hte blower box ,dark contaminant found at blower seal on blower box. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was black contamination consistent with keratin at the air outlet of the blower box,they found no evoidence of sound abatemen foam degradation and breakdown.